Manufacturer narrative:
Concomitant medical products - patient medications: aspirin, coreg, clonidine, chlorthalidone, januvia, metformin, glipizide, breo ellipta, and benicar. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to death.

Event description:
On (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprosthesis and several gore® viabahn® endoprostheses to treat aortoiliac occlusive disease also known as cerab. The gore® excluder® aaa endoprosthesis was implanted in the infrarenal aorta towards the aortic bifurcations and then the physician implanted gore® viabahn® endoprostheses bilaterally in both common iliac arteries to give inflow distally to keep arteries open for distal bi-passes in the legs. The patient tolerated the procedure. It was reported the patient expired on (B)(6) 2019, due to bowel ischemia. The physician stated that he felt the cause of the bowel ischemia was due to an embolic event or the covering of the internal mesenteric artery, which was planned. The cause of the bowel ischemia is unknown, there was no post mortem autopsy performed.